Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use. However, a 0.014-inch guide wire did not pass through the balloon and breakage of the device was noticed. The procedure was completed with another device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use. However, a 0.014-inch guide wire did not pass through the balloon and breakage of the device was noticed. The procedure was completed with another device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since event date was not provided. Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. Photo media is attached in complaint record. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed that there was contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 3mm, the guidewire lumen was prolapsed, buckled, and stretched. Further testing was not performed as the damage present would prevent the wire from advancing and would likely cause further device damage. Media depicts outer box packaging to reported batch; however, this fails to confirm the reported event.

Manufacturer narrative:
H6 evaluation conclusion codes: corrected. B3 date of event: used the first day of the month of the bsc aware date since event date was not provided. Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. Photo media is attached in complaint record. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed that there was contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 3mm, the guidewire lumen was prolapsed, buckled, and stretched. Further testing was not performed as the damage present would prevent the wire from advancing and would likely cause further device damage. Media depicts outer box packaging to reported batch; however, this fails to confirm the reported event.

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use. However, a 0.014-inch guide wire did not pass through the balloon and breakage of the device was noticed. The procedure was completed with another device. There were no patient complications reported and the patient status was stable.